Event description:
During patient use, the customer reported the fully charged autopulse li-ion battery (sn (B)(4) would not power on the autopulse platform. The attempt to recharge the battery was unsuccessful. No impact or consequence to the patient.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.